Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Utilizing a spectranetics 13f tightrail rotating dilator sheath, attempts were made to extract the lead. However, the lld ez separated proximal to the mandrel, requiring intervention. The lead and lld ez were removed with a cook medical bulldog lead extender, and the patient survived the procedure. This report captures a portion of the lld ez that separated during use, requiring intervention.

Manufacturer narrative:
A3b) patient gender - not available from facility. H3/h6) the lld ez was discarded, thus no product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.